Manufacturer narrative:
Continuation of d10: product ID a820, product type: software, product ID hh9020tdd, serial# (B)(6), section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was re ported by the patient that probably 4 weeks to 3 weeks ago the handset was functioning slowly. Patient stated they had showed the patient how to clear the cache. During call agent had patient clear the data. Patient attempted to connect to their pump and got no pump response and then patient was able to connect and advance to the lockout screen.